Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy and the needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. Download data from the device showed that the first priming sequence ended prematurely due to a rotational sensor error, resulting in the completion of second prime without the needle deploying. The pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. Rotational sensor errors were observed in the rerun data. The needle mechanism deployed normally during the rerun. Inspection of the commutator cap found contamination on the lines of contact between the commutator cap and the rotational sensor springs. This contamination contributed to the abnormal rotational sensor data that prevented the pod from deploying as intended. The needle mechanism was observed to be in the not deployed position, indicating that there was no issues with the needle failing to retract, as the needle did not deploy.